Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent 1 (r1) mixer rotational motor and aligned the stirrer rod to the cuvette. The cse ensured that the percent cv and quality control (qc) material recoveries were within the acceptable limits. The cause of the discordant calcium (calcium_2 concentrated, ca2_c) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant results for calcium (calcium_2 concentrated, ca2_c) were obtained on an advia chemistry xpt instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate instrument. The repeat results were in alignment with the historical results of the patients. The repeat results were reported to the physician(s). There are no known reports of patient intervention due to the discordant calcium (calcium_2 concentrated, ca2_c) results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant calcium (calcium_2 concentrated, ca2_c) results.